Event description:
It was reported the pt's stimulation changed about a month ago. The pt received adequate coverage in the desired pain pattern of right back, buttocks, and posterior right lower extremity. The pt indicated no longer feels stimulation in the needed areas. Reprogramming was attempted to no avail. No falls and other injuries have been reported. The pt was referred for an x-ray of the scs system. The pt is working with her physician to determine the next course of action. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.